Manufacturer narrative:
A log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: cardelli, s., et al. (2025). Multiple robotic stapler firings to transect the rectum are not associated with anastomotic leakage. Colorectal disease, 27, e70094. Https://doi.org/10.1111/codi.70094 note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-04335 for MDR submission of a patient death noted in the clinical article. Section a2: patient information age: reflects the study mean age of the patients in the study. Section b7: the patient's medical history is updated per the majority of the patient's characteristics. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.

Event description:
A review of an article that evaluated whether the number of robotic staple fires is associated with an increased risk of anastomotic leakage was performed. The study analyzed 503 patients undergoing robotic mesorectal excision between january 2015 and september 2023. The article states that no device malfunctions were reported, and the authors did not report any events caused by any intuitive surgical, inc. (Isi) device. A total of 56 patients developed anastomotic leakage postoperatively. Six patients (11%) required antibiotic therapy, 33 (59%) patients required percutaneous drainage of a perianastomotic abscess, and 17 patients (30%) underwent emergent reoperation. No device malfunctions were reported, and the authors did not report any events caused by any isi device. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.